Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Per manufacturing records, lot # 7143812 does not exist for the reported cat # 301033. Therefore, the manufacture and expiration dates are unknown. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7143812; medical device expiration date: unknown; device manufacture date: unknown; medical device lot #: 6110568; medical device expiration date: 04/30/2021; device manufacture date: 04/19/2016; a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a box of 30 ml bd¿ syringe with luer-lok¿ tip had two types of 30 ml syringes, some were marked with ml¿s only, and some had dual marks including ml¿s and oz. Customer also concerned with the 2 mismatching syringes in the same box being gamma suitable. No reported medical intervention or serious injury.

Manufacturer narrative:
Investigation results: a photo was received in the (B)(4) plant for evaluation which showed the reported issue however it is not a defect. Bd syringe barrel scale markings have been harmonized to remove dual scale and utilize only milliliters scale. This change is aimed to meet the latest safe medication recommendations made by the institute for safe medication practices (B)(6). Non-metric scale markings on syringe barrels have been removed to avoid the possibility of mis-reading dual scale markings. The non-metric syringe barrel scale markings which have been removed are teaspoon and ounce graduations on some small and large size enteral, parental and oral syringes supplied from USA to europe. This change does not apply to insulin syringes, which will continue to retain i.u. Graduation. DHR review performed shows the following: batch 6110568-produced on 5/20/16 with zero defects found. Batch 7143812-produced on 6/10/17 with zero defects found.